Event description:
It was reported that the system with an implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead showed pacing impedance changes from normal values to low, within range in an intermittent behavior. The patient mentioned feeling the ICD pulsating as well. No other large changes in threshold or amplitude were observed. Options to the observed issues were discussed. Also, it was recommended to monitor and reprogram the device. The ICD and this rv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).